Event description:
It was reported that the fiber was stuck, and the fiber port needs to be replaced. In addition, there was a smoking smell. Boston scientific has been unable to obtain additional information regarding the patient involvement to date, despite good faith efforts.

Event description:
It was reported that the fiber was stuck and the fiber port needs to be replaced. In addition, there was a smoking smell. Boston scientific has been unable to obtain additional information regarding the patient involvement to date, despite good faith efforts.

Manufacturer narrative:
The console was field service at the user's facility. The console was inspected; it was identified that the lens cell assembly had a mark on the lens. The lens assembly was replaced. Near and far alignment was conducted to ensure proper beam centering within the fiber port. Also, the stuck debris shield was replaced. The fiber port was cleaned; it was found that the fiber port was damaged. In addition, the console lens cell assembly was returned it was in overall good physical condition, and the electrical connections were good. However, the lens had white spots on it. Therefore, the reported event was confirmed.